Event description:
It was reported that the instruments were discovered as damaged, cracked, missing springs and a metal burr in the cutting block saw capture. There was no surgical delay.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This is a duplicate report of 1818910-2022-04628.1818910-2022-04644 is being retracted as it is a report duplication. 1818910-2022-04628 will be kept for investigation purposes.